Manufacturer narrative:
Conclusion: the valve was not returned to medtronic, so no product analysis could be performed. Images were submitted to medtronic for review. The image review showed no valve load checks for this event. The imaging provided confirms that at 100% deployed, the valve migrated into the left ventricle. The angiogram confirms severe paravalvular leak (pvl) due to depth of the valve. The imaging cannot confirm the lbbb nor gradients as stated in this event report. Aortic regurgitation and pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre -existing patient conditions. The valve migration was confirmed by the image review to be the cause of the pvl. Migration is a known potential adverse effect per device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, under expansion of the valve and others. A conclusive cause could not be determined from the limited information available. Conduction disturbances, such as left bundle branch block (lbbb), are known potential adverse effects per the device IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause could not be determined from the limited information available, however, the valve migration was a likely contributing cause. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Updated eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve which was implanted without issue and at a ¿good¿ height, trivial residual unspecified aortic regurgitation remained. The day following the valve implant an echocardiogram identified the valve migrated into the into left ventricular outflow tract (lvot) with satisfactory peak gradient of 12 millimeters of mercury (mmhg) and a mean gradient of 6 mmhg. Moderate to severe paravalvular leak (pvl) resulted. Subsequently, surgical intervention occurred to remove the transcatheter aortic valve and a 25 millimeter (mm) non-medtronic surgical aortic valve was implanted. No additional adverse patient effects were reported.